Manufacturer narrative:
E1: reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6)

Event description:
Philips received a complaint by the customer on the v60, indicating that unit would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the unit would not turn. Onsite service is pending.

Manufacturer narrative:
H10: the customer declined service and repair. No service was provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.